Manufacturer narrative:
The cause for the discordant advia centaur cp ahbs result is unknown. Quality controls results were within range at the time of this incident. No conclusion can be drawn. The instrument is performing within specification. The information for use (IFU) states in the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instructions for use (IFU) under the limitation section states the following: "this assay does not differentiate between a vaccine-induced immune response and an immune response induced by infection with hbv. To determine if the anti-hbs response is due to vaccine or hbv infection, a total anti-hbc assay may be performed."

Event description:
A false positive advia centaur cp ahbs result was obtained on a patient sample and was considered discordant when compared to an alternate laboratory test method result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp ahbs result.